Manufacturer narrative:
Updated fields : b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. A getinge field service engineer (fse) performed an on-site check and found the machine¿s physical condition to be normal. Testing with a trainer confirmed the unit was operating as expected, and the pressure zeroing process was successful. The fse found some oxidation on the pressure cable pins, cleaned them with contact cleaner, and verified that the unit passed functional checks.

Event description:
It was reported that during use, the pressure reading disappeared on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm reported.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had pressure reading malfunction. No harm reported.

Manufacturer narrative:
Due to character limitation e1 (event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.